Event description:
Additional information reported trabeculectomy was performed as the bleb ended up failing despite needling.

Manufacturer narrative:
The event of absence of bleb is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional reported due to subconjunctival hemorrhage, it has limited the view for needling during initial implantation of xen®45 gts in the unknown eye. Post-operatively, va was slightly reduced and xen®45 gts had a slight bend in it at the tip slightly tenting up the conjunctiva. Needling at the slit lamp has been performed to straighten the gel stent. At last visit, the xen®45 gts was straight with more of a bleb formed. Vision was good. There was a slight tenting of the conjunctiva which will be monitored. The device remains implanted.

Manufacturer narrative:
(B)(4). The reported events of fibrosis, high intraocular pressure, subconjunctival hemorrhage, and vision abnormalities are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported due to subconjunctival hemorrhage, it has limited the view for needling during initial implantation of xen®45 gts in the unknown eye. Post-operatively, va was slightly reduced, and xen®45 gts had a slight bend at the tip slightly tenting up the conjunctiva. Needling at the slit lamp has been performed to straighten the gel stent. At last visit, the xen®45 gts was straight with more of a bleb formed. Vision was good. There was a slight tenting of the conjunctiva, which will be monitored. The device remains implanted.